Event description:
It was reported by the rep that the (1) tsb45 and the (1) tsw45 were used during a laparoscopic appendectomy procedure. It was reported that the surgeon used the ets45 for a routine laparoscopic appendectomy procedure and an ets45b was opened to take down the mesoappendix. The endostapler did not seem to function properly. There were no add'l details available. A tsw45 was opened for the appendix and the reload was not placed correctly. The rep will have a follow-up discussion with the surgeon. There was no consequence to the pt.